Manufacturer narrative:
Remedial action initiated: recall: action reported to the FDA: z-1607-2014. The device was returned for evaluation. Various analyses were conducted to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation revealed that it met specification prior to release. The reported event was confirmed via review of the controller log files, which revealed several critical battery alarms as well as a potential premature power switching event. The reported event was confirmed via functional testing. Analysis revealed that the device passed visual testing but failed visual inspection due to the early depletion of cell pair #2 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts. The most likely root cause can be attributed to early depletion of cell pair #2. The manufacturer has opened an internal investigation to evaluate these types of issues. The manufacturer has opened an internal investigation to evaluate the communication errors and as part of fscadec2015 b was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use indicate that the user should always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a (female ) patient experienced critical battery alarms. It is stated in the file that the patient has retained the battery. There is no reported consequences or impact to the patient. The battery was not returned for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed several critical battery alarms as well as a potential premature power switching event. Analysis of the device could not be performed since the device was not returned for evaluation. The device was related to the reported event; however this event could not be duplicated at the bench level since the device was not returned for evaluation.